Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a vbs (t11) for vertebral fracture on (B)(6) 2026. After creating the vertebral pathway and placing the vbs balloon, preparation of the cement kit was initiated. During mixing, the rotation handle exhibited resistance and did not move smoothly, and subsequently became immobile and could not be rotated. Multiple attempts were made to operate the handle; however, it did not function. Therefore, a new cement kit was opened and the procedure was completed without further issues. The surgery was completed successfully without any surgical delay. No further information is available.